Event description:
Hello, after losing 130 lbs. I was getting a tummy tuck and added breast augmentations. I had mcghan style 68, mammary implants, saline filled. I have lot numbers too. Shortly after implants were put in, I started experiencing extreme fatigue and my workouts at the gym became very difficult and muscle recovery became more and more extreme. Several months later I could no longer work out. After just a few months my knees started to ache constantly and after many visits with orthopedic surgeons, they said I had severe bone on bone in both knees and required a bilateral knee replacements. That was the beginning of a very long and painful 17 years, in 2006 bilateral knees, which didn't go well and never returned to my job at (B)(6). In 2010 both hips were replaced. It was obvious I had connective tissue disease, severe inflammation, severe depression and at several points in my life considering suicide. In (B)(6) 2017, I had heard about breast implant illness and started researching. Just a few short months later, I had my breast implants removed. I am now seven months post-op and already back in the gym. I'm off over half of the medications and have lost 18 lbs. And 16 inches. Breast implants are deadly and please remove them from the markets. If you need more information or more specifics, please feel free to contact me at (B)(6). Thank you, (B)(6).